Manufacturer narrative:
The biomedical engineer reported signal loss at the central nurse's station (cns), which dropped the signal coming from 3 telemetry transmitters. When contacting the customer for additional device and contact information, the customer only stated that they have not had any additional issues that day and to close their complaint ticket. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products information.

Event description:
The biomedical engineer reported signal loss at the central nurse's station (cns), which dropped the signal from 3 telemetry transmitters. No patient harm was reported.

Event description:
The biomedical engineer reported signal loss at the central nurse's station (cns), which dropped the signal from 3 telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer stated cns device (pu-681ra s/n: (B)(6) was reported signal loss for 3 telemetry devices: 3202-1, 3203-2, 3205-1. Nk tech support advised customer to call back to perform the following troubleshooting steps: check for duplicate ip, reboot org receiver, check antenna. No other information was provided. On (B)(6) 2019, customer reported that this cns device was no longer reporting this issue and requested ticket to be closed. The model and s/n number for the telemetry devices were not provided. Settings on the receivers, telemetry transmitters and cns were not provided. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for cns device shows the following: 08/28/2019 300180628, current notification. 08/07/2019 300178804, not relating to signal loss. 08/05/2019 300178458, not relating to signal loss. Service history for the user facility shows the following signal loss incidents: 300185869, reported on 10/24/2019. There was construction nearby. 300180628, -current notification. Service history above shows there were no related signal loss events on 8/28/2019. Due to limited information available, the root cause of the issue could not be determined. Investigation conclusion the root cause could not be determined. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.